Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694765 implanted: 2008 (B)(6); product ID: (B)(4) implanted: 2010 (B)(6); product ID 5554-53 implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that an infection occurred after the patient was hit in the device site by a car door. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.